Event description:
In 2007, this pt underwent endovascular repair using gore excluder bifurcated endoprostheses. Post-operatively, a CT scan revealed a slight increase in aneurysm sac diameter without an endoleak. Also noted was a left common iliac artery aneurysm distal to the graft. A reintervention took place in 2004, implanting gore excluder aaa endoprostheses. The left common iliac artery aneurysm was excluded.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.